Manufacturer narrative:
During the initial functional testing, a user advisory - ua12 (lifeband not present) error message on the autopulse platform (serial #(B)(4)). The investigation findings revealed that the root cause of ua12 was due to a broken belt clip on the autopulse lifeband. The broken belt clip was stuck preventing further use of the device. During visual inspection, cracks front and bottom enclosures, a cut shoulder wire strap, a missing load plate screw and a bent battery lock were observed. These types of physical damages and a missing screw were likely attributed to wear and tear. The autopulse platform was manufactured in march 2009 and has been operating for 10 years, it has exceeded the serviceable life of 5 years. The damaged parts and missing screw were replaced. Initial functional testing could not be performed due to error message ua 12 (lifeband not present) displayed upon ap platform power on. To remedy the issue, the broken plastic particle of the lifeband was removed allowing a known lifeband to be installed. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and is ready for clinical use.

Event description:
On (B)(6) 2019, during the initial functional testing of the returned autopulse platform (serial # (B)(4)), the device displayed user advisory - ua12 (lifeband not present) error message upon powering on.